Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The two rt212 adult inspiratory heated breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the devices and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to our distributor that they found a fault on two of the inspiration heater wire connectors. No pt consequence was reported.